Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third- party service center for further investigation. During the evaluation, the device was visually inspected and there were no visual findings to the external and internal part of the device. The device's logs were downloaded and there were no errors found. The third-party service center could not confirm the customer's allegation and dirt contamination was observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.